Manufacturer narrative:
(B)(4) product not yet returned for evaluation. Most likely underlying root cause: (B)(4) - improper storage conditions test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi blood glucose results. The customer is concerned with the result of hi and 135mg/dl (control test). The expected fasting blood glucose test result range is 80 to 180mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 07/18/2018 and open vial date is (B)(6)2017. The meter memory was reviewed for previous test result history: hi 07/11/2017 07:30 am fasting: yes. A 125mg/dl 07/11/2017 02:45 am fasting: yes. A 160mg/dl 07/10/2017 08:30 pm fasting: yes. A 220mg/dl 07/10/2017 04:30 pm fasting: no. A 180mg/dl 07/10/2017 01:30 pm fasting: yes. Customer called concerned of hi result on her daughter's meter. Customer says that she does not believe her daughter's blood glucose levels are extremely elevated. Says her daughter has no symptoms and readings taken a few hours earlier are normal. Ran control test and according to the customer, result is out of range.